Event description:
Patient in gen change with bsx 0185 lead. Defib impedances (rv and svc) were measuring low (18-19 ohms) repeatedly. Pins were removed and replaced and impedances remained low. Pacing impedances stable at 400 ohms, consistent with prior implant. Chronic lead measured in range before gen change. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).